Manufacturer narrative:
Initial reporter facility name (B)(6) hospital. Initial reporter state- osaka.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the index procedure. During the first inflation at 14 atmospheres for 3 seconds inflation time, the balloon ruptured at the tip in a pinhole shape. The rupture was caused by the calcified lesion. After decompression, the device was removed from the body and the procedure was completed with a different device. There were no patient complications reported.